Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the image went off during reprocessing of an olympus rigid video laparoscope. There were no reports of patient involvement or impact on any clinical procedure.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. However, the following reportable malfunction was identified during the device evaluation: stripped image occurred. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Based on the results of the investigation, it is likely, the stripped image occurred due to broken video cable. Olympus will continue to monitor field performance for this device.